Event description:
Surgeon reported vertical gas break and very thin flap. Additional info has been requested. This report references the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).